Event description:
Boston scientific received information that during a routine follow-up visit, this pacemaker revealed high ventricular impedances greater than 2,500 ohms. In addition, ventricular loss of capture and no sensing was observed. This patient is not pacemaker dependent and their rhythm was stable. Both the ventricular and atrial lead model and serial numbers are unknown and the leads were implanted approximately 30 years ago. The atrial lead appeared to be functioning normally. The ventricular channel was reprogrammed and a revision procedure may be performed in the future. No adverse patient effects were reported.

Manufacturer narrative:
The pacing system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.